Event description:
The customer called to report that the suspect device was used to check their blood glucose. A result of 224mg/dl was obtained. The value was saved in memory as 921mg/dl. Customer performed a retest and the result was then 166mg/dl. Customer also stated that customer travels with the suspect device and it is exposed to temperature extremes.